Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: although the initial reported quantity was one, two samples were returned and evaluated. Visual inspection was performed using the naked eye which observed that the chamber components of the samples have cracked downward which appear that they were squeezed.the reported condition was verified. No additional testing was performed. The cause of the condition was determined to be use error. The user label states, ¿do not squeeze burette chamber¿. According to this statement if the user squeezes the burette, a crack could be generated on this component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of a clearlink system in-line buretrol extension set cracked. It was further reported that the burette was gently squeezed to add n/saline to the burette, and it cracked. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.